Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The product was not returned for investigation. The data logs showed a three-hour rise in purge pressure until the high purge pressure alarm appeared. This trend gradually decreased after some time. According to the clinical details, tissue plasminogen activator was added to the purge after seeing the purge pressure alarm. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and provided clinical details. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ d.6a revised from the initial submission in accordance with updated procedures. H.6 health effect - impact code was revised as previously entered incorrectly. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The investigation has since been completed. H.10 additional manufacturer narrative instructions for use were added in accordance with updated procedures.

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The support was ongoing when on day two of the support, the pump had a high purge pressure (pp) alarm which was troubleshooted by replacing the purge cassette. When this did not remedy the issue, the tissue plasminogen activator in purge was utilized for the high pp.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.